Event description:
It was reported that the primary audible alarm post. No patient injury reported.

Manufacturer narrative:
The device was received with bottom case seal was removed and plunger case seal was intact. Top case cracked by the front right bottom corner, cracked right plunger case and cracked battery door. Cracked a/c power cord clamp and no visible contamination. The history log showed primary audible alarm bgnd test found in ehl. Power up and performed infusion / occlusion test was unable to duplicate reported problem. Error found in ehl. Interconnect flex cable was connected to the main board and glue was intact on j9 connector. Unknown. According to trouble shooting chart page # 55 on mf4000 service manual doc# as10014940-001 background self-test sensed no current flowing in the primary speaker. The root cause unable to determine. No external damage or contamination to interconnect board or speaker. Glue was intact on inter connect flex cable j9 connector. The tech replaced speaker as preventive measure. Power up process and all the functional tests passed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).